Event description:
The customer reported that during a patient event, the device keypad did not function, which did not allow the user to deliver a defibrillation shock to the patient. After multiple attempts to use the device, the ems crew obtained a back up device and continued care. The delay in care between devices was approximately 3 minutes and 15 seconds. The back up device was able to successfully deliver one defibrillation shock; however, the patient did not survive.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the main keypad assembly had suffered damage to multiple areas, as if it had been struck by an object. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device will be returned to the customer for use. Physio further evaluated the removed keypad assembly and determined that the cause of the reported failure was due to a shorted energy select switch button. Physio observed that the energy select key was hit against an external object which caused the switch dome to collapse and get stuck in an open position. This caused the switch to be shorted, which inhibited the function of the following switches: energy select, analyze, charge, and sync.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the main keypad assembly had suffered damage to multiple areas, as if it had been struck by an object. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device will be returned to the customer for use. Physio further evaluated the removed keypad assembly and determined that the cause of the reported failure was due to a shorted energy select switch button. Physio observed that the energy select key was hit against an external object which caused the switch dome to collapse and get stuck in an open position. This caused the switch to be shorted, which inhibited the function of the following switches: energy select, analyze, charge, and sync. Physio-control evaluated the device and verified the reported failure. Physio observed that the main keypad assembly had suffered damage to multiple areas, as if it had been struck by an object. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device will be returned to the customer for use. Physio further evaluated the removed keypad assembly and determined that the cause of the reported failure was due to a shorted energy select switch button. Physio observed that the energy select key was hit against an external object which caused the switch dome to collapse and get stuck in a closed position. This caused the switch to be shorted, which inhibited the function of the following switches: energy select, analyze, charge, and sync.